Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was found that the atrial lead exhibited noise. The atrial lead was explanted and replaced. Patient condition was stable.